Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on site and confirmed that the c arm did not stop immediately and was not in parking mode. Upon troubleshooting, the fse found that the poly g2 longitudinal movement did not stop at the correct end position, and did not stop in time, creating a risk of collision with the throttle connections. It was determined that the wall-side end position (hep) was not calibrated correctly. To resolve the issue, the fse recalibrated hep, wp1, wp2, and lep positions, followed by a longitudinal movement current calibration. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's c-arm movement did not stop immediately, performing an uncommanded movement. No harm was reported to philips. Philips has started an investigation of this complaint.